Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set and the alarm did not reoccur. The customer's blood glucose (bg) level was 300 mg/dl with a trace of ketones and a bolus was delivered to address the bg level. As the infusion set had been changed, tandem technical support was unable to perform a system check to confirm if the infusion set was the cause of the occlusion.